Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised: cotyle "anca" avec trous a/revet. Hap 48 ppr67248 lot r1296116. Tige "anca fit?" Rev. Hap 1/3 proximal 12d ppr67608 lot r0292090. Noyau "anca fit?"10 deg. 48*28 ppr67548 lot r0796131.1.

Manufacturer narrative:
See attached. - attachment: [ripojuly2019signed.pdf].